Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old patient underwent evar on (B)(6) 2015. In this case, the hemostatic valve was faulty as it was leaking a steady stream of blood. The amount of blood loss is unknown at this time; however 8000 units of heparin was administered to the patient. The procedure was completed with the complaint device.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications and trends was conducted during the investigation. The returned device was evaluated on 28dec2015. The captor iris valve was not functional. The top flange was dislodged. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. The valve leaked with a dilator. There was no leakage without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states, "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Based on evaluation of the returned product, tearing of the silicone discs likely contributed to the leakage. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
A (B)(6) year old patient underwent evar on (B)(6) 2015. In this case, the hemostatic valve was faulty as it was leaking a steady stream of blood. The amount of blood loss is unknown at this time; however 8000 units of heparin was administered to the patient. The procedure was completed with the complaint device.